Event description:
It was reported that the buttons on the insulin pump were not working. It was also reported that the insulin pump alarmed weak battery and suspend bolus delivery. Customer's blood glucose reading at the time of the call was 5.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump was monitored all operating currents tested within specification range. No weak battery alarms noted. All buttons functional properly. Insulin pump had moisture damage was noted on keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No bolus anomaly noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.